Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was further provided that the implant date was approximate and resulted from the statement of the physician who stated that the pump was implanted approximately four years ago. The revision took placed between (B)(6), 2014. The patient was currently receiving effective therapy and doing well. (The implant date of (B)(6) 2010 was approximate per the physician who stated it was implant approximately four years ago. Note, this would have been before the manufacture date of the device)

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to gear wheel 3.

Event description:
It was reported that a motor stall occurred on (B)(6) 2014 and never recovered. Reprogramming was attempted but this did not resolve the motor stall. Diagnostic testing/troubleshooting included checking the logs. The issue was not resolved and the cause was not determined. At the time of the event, the patient's status was reported as alive-no injury. Reportedly, there were no patient symptoms or complications associated with this event. The device remained implanted but out-of-service and was to be replaced in the future. This device system delivered roferon with a concentration of 900 kea and a dose of 300.01 ke. Please note the approximate date of implant was reported june 1, 2010. The pump was later explanted and returned for analysis. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.